Event description:
Contact reported that surgeon placed 7x50mm screw (did not tap) in a pt (B)(6) with very hard bone. He fully inserted the screw then backed it off. When doing so the tip of the driver broke off in the screw hex. The piece could not be removed. The surgeon then used a 6mm tap for the other screws. Rep reported that, even after tapping, the screws were hard to place. The surgeon was able to place the rod and setscrew without issue and there was no adverse outcome. As an unintended piece of the device was left in vivo an MDR is filed to document this event.

Manufacturer narrative:
Visual examination under magnification confirms that the device broke in torsion. Appears to be a fatigue fracture. Condition of the tip prior to breaking is unk at this time. Driver was manufactured in 7/2009. No other complaints have been reported for this product lot to date. Breakage appears to be related to wear over the life of the instrument and the application of atypical force on the device resulting in material fatigue.